Event description:
It was reported that an ems was used during a laparoscopic hernia. It was reported by the affiliate that the staples fell out of the instrument and the staples didn't close. There was no consequence to the patient.